Manufacturer narrative:
The model and serial number have not been provided and the unique identifier (UDI) number could not be determined. This information will be provided in a supplemental report if and when made available. As the model number is unknown, the 510(k) number could not be determined. This information will be provided in a supplemental report if and when made available. As the serial number is unknown, the device manufacture date could not be determined. This information will be provided in a supplemental report if and when made available. Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that metal particles originating from the sorin heater-cooler system 3t were identified inside the oxygenator during priming. There was no patient involvement.

Manufacturer narrative:
Serial number and part number was received (B)(4) (16-02-80). As the part number the 510(k) number could be determined. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). As the serial number was received the manufacturing date could be determined. (B)(4). A livanova representative was dispatched to get further information about the disinfection procedure and to inspect the unit. During visual inspection of the patient tank, the service technician identified green deposit on and around the cooling coils. Further inspection of the cooling coils revealed degradation of the protecting nickel layer on the cooling coils. On the internal part of the patient pump system, dirty deposit was noticed. The information about the disinfection procedure given by the customer has revealed that the customer used a disinfectant that is not stated in our instruction for use (IFU) as permissible disinfectant. The impact of this chemical on the heater cooler material is not evaluated or verified. Furthermore, disinfection intervals are one time per month. From the internal studies performed, it is well known that the extent of the corrosion is related to the exposure of the chemicals used for the device disinfection. Any deviation from the guidance on the device maintenance provided in the IFU, such as in this event, could increase the device degradation. No corrective action is planned as this point of time, as the cause of the reported failure is to be related to the failure of following the IFU. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue.